Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was during implant procedure, physician had difficulty inserting the stylet to the lead tip and was noted to be stuck inside. Different stylet stiffness from extra soft to very stiff was used but was unsuccessful. When managing to retract the helix after turning multiple times, the helix was unable to extend after finding a suitable location. The lead was replaced. Patient was stable throughout the procedure.